Manufacturer narrative:
Batch review performed on 20 july 2016. Lot 110555: (B)(4) items manufactured and released on 05 april 2011. Expiration date: 2016-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 22 july 2016 the medical affairs performed a clinical investigation and commented as follows: stem loosening in a tha on a lady of (B)(6) after 5 years. The stem appears to be radiographically loose in the lateral proximal region and also, to a lesser extent, in the medial area, therefore removal is necessary. No reason can be determined for this loosening. Aseptic loosening in cementless stems following tha is a known possible complication that idiopathically affects a small percentage of the operated joints; a clear cause cannot always be found. Not available.

Event description:
Revision because of stem loosening.